Manufacturer narrative:
Continuation of concomitant products: product ID: bi71000163, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the batteries are not charging on image acquisition system (ias), battery indicator shows fully charged when plugged in but when disconnecting it depletes to one bar. No patient present.

Manufacturer narrative:
H2, h3, h6: a medtronic representative visited the site to evaluate the equipment. It was found that the battery charge status bar was only 1 blinking led on (left one - red color). When turning off the ias the status bar came back full charge with all blue lights on. The rep swapped board 11 and 12 in the battery charger enclosure with no success. Through labview it was found that voltage on tray 7 (12) was 0. Swapped battery trays 6 and 7 and the problem move with the battery tray. The rep installed a new battery tray and verified the system by connecting to labview (everything is within specs) and by measuring voltage on battery tray 7 with the system on/off with no errors reported. The system was given back to customer as ready to use for clinical cases. Codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.